Event description:
The patient developed a postoperative surgical site infection requiring readmission and a washout procedure after the use of a bodycad fine osteotomy patient-specific plate. There is no confirmed evidence that the device caused or contributed to the infection. The event is under internal investigation, and additional information will be provided as available.